Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine has no power supply. The field service engineer replaced 3-1 controller board and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the machine has no power. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.